Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain patient treatment settings, patient information, patient photos and sun exposure, which were provided. The user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found the subject device's warranty expired july 31, 2018. The user facility does not maintain a current service contract for the subject device. Focus medical cannot rule out the service by unauthorized third party service providers may have contributed to the reported event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A medical professional reviewed the reported event details, patient photographs, and patient treatment settings concluding that the physician assessment of the skin condition and/or skin type seemed adequate. The parameters used for the treatment were aggressive along with no test patch was performed prior to performing the full treatment. Additionally, the medical professional stated: "the fluence on a 5mm spot size should have between 2 - 2.21j/cm²". It was reported that 8.6j/cm² was used for the treatment. The medical professional concluded that the injury severity level is "minor". A review of device labeling states: zoom handpiece: upon selection of pulse duration and spot size, perform a test patch to validate skin/target response. Adequate timing should be allowed for assessment as per skin type: at least 15 to 30 minutes for skin types I to iii with 532 and 1064nm. At least 24-48 hours for skin type IV with 1064nm. At least 48 to 72 hours for skin types v and vi with 1064nm. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: july 10, 2016 based on the information provided the most probable root cause of the injury is a user error, a failure to follow um instructions. Because of the lack of information regarding the subject device, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that during a deep pigment treatment with a focus medical piqo4 laser system, zoom handpiece. One (1) female patient of skin type ii, sustained burns and blisters to the chest following treatment. It was further reported that the patient was prescribed an over the counter bacitracin antibiotic ointment. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.